Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is ongoing at this time. A follow up report will be submitted when the results of the investigation become available. It should be noted that the introcan safety is designed to reduce the risk of needle stick injury. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.